Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had issues with interrogating implantable devices and losing telemetry. The radiofrequency (rf) head connector was loose. It was also determined at analysis that the stylus was not working. The left and right sliding rails and cord bay were broken. The company logo button is missing, and the paper tray was nearly empty. The keyboard upper and lower case and left and right hinges were broken. Errors in the software history found. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests.

Event description:
It was reported that the programmer had issues with interrogating implantable devices and losing telemetry. It was noted that the ra diofrequency (rf) head was exchanged several times however the issue was not resolved. The programmer was returned to service and subsequently tested out of specification during manufacturers analysis. No patient complications have been reported as a result of this event.